Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient with this device experienced mess erosion and dyspareunia. The device was reportedly explanted.

Event description:
As additionally reported to coloplast, though not verified: the patient also experienced bacterial vaginosis, urinary tract infection, yeast infection, pain, incontinence, incomplete emptying of bladder and retracted midline scarring. Cystoscopy notes one small area in the trigone of the bladder it is unclear if this represents a small piece of mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.